Manufacturer narrative:
The returned device was evaluated and blood was not observed on the device. No damages or defects were observed that would cause bleeding or bruising at the infusion site. The exposed portion of the soft cannula was observed to be stretched. The cannula measured out of specification at 1.27 inches. During the fluid path test, fluid flowed freely through the entire fluid path though the soft cannula was stretched. A leak test was performed and found no blockages or leaks. The timing and cause of this damage could not be determined.

Event description:
A patient reports their blood glucose level had rose to 290 mg/dl while wearing a pod for longer than 48 hours. In addition the patient reports having bleeding at the pod infusion site (arm). As treatment, the patient applied a new pod.